Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's dad reported via phone that they did not get an alert on his pump. Customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the buttons were not responding. Customer was no able to clear alarm. Customer stated that the insulin pump had button issue. Customer stated that the insulin pump was not exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.